Event description:
It was reported that during an open surgical thoracic procedure, the pvs was used. Post-operatively, while the patient was about to be transferred from the recovery area back to the ward, a significant venous bleeding was discovered (lots of blood came through the drain) from a pvs-stapled vein. The situation deteriorated rapidly, requiring immediate re-anesthesia and an emergency (non-sterile) thoracotomy. Fortunately, the patient was stabilized and is currently recovering.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was received: what was the indication for surgery? Lung carcinoma. What is the surgeon¿s experience with the pvs device? Experienced. What is the compressed width and thickness of the vessel? Unknown. What is the estimated compressed width of the target vessel? Unknown. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were any surgical clips used in the area of the device firing? No. Were there any difficulties with the device or staple formation during the initial procedure? No. How was the post-op bleeding identified? Bloody drain production post-op. What was the total estimated blood loss (ml)? 500ml. Was a transfusion required? Yes. Did the patient receive any preoperative chemotherapy or radiation? Immunotherapy. What was the pre and postoperative anti-coagulant and pain management protocol? Standard. Was there calcification of tissue that impeded clamping or cutting? Unknown. Were there any pre-exiting patient conditions? No. Any clips, clamps, or graspers near the area where the device was being fired? No. Unfortunately, since this was an open procedure, no intraoperative camera footage is available for review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.